Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 12.7mm, 30g syringe with the shelf carton from lot # 9007820. Customer states that the plunger cap is missing and the barrel flange is broken off. The returned syringe was examined and exhibited a missing plunger cap and a broken thumb press on the plunger rod. A review of the device history record was completed for batch# 9007820. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (missing plunger cap and broken thumb press). As per investigation completed by manufacturing, "on 19aug2019, holdrege received (1) loose 3/10cc, 12.7mm, 30g syringe with the shelf carton from lot # 9007820. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of (1) syringe found a syringe that has a broken thumb press. The syringe nor the plunger do not appear to be bowed. There is a light coverage of silicone on the inside of the barrel and the plunger is easy to pull out of the syringe, however breakout and sustaining test cannot be performed as there is no thumb press on the syringe. There was no cap on the syringe. There was no other damage to the syringe. Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that bd ultra-fine¿ insulin syringes were missing the plunger cap and had a broken barrel. This was discovered during use. The following information was provided by the initial reporter: material no.: 328431 batch no.: 9007820. It was reported that the plunger cap is missing and the barrel flange is broken off. Verbatim: consumer reported plunger cap is missing and barrel flange is broken off. 1 syringe affected. Sample available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringes were missing the plunger cap and had a broken barrel. This was discovered during use. The following information was provided by the initial reporter: material no.: 328431, batch no.: 9007820. It was reported that the plunger cap is missing and the barrel flange is broken off. Verbatim: consumer reported plunger cap is missing and barrel flange is broken off. 1 syringe affected. Sample available.